Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding event was related to v.a.c. Therapy. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: the patient's wound was bleeding while on v.a.c.ulta therapy. On (B)(6) 2016, the following information was reported to kci by the nurse: the patient had bleeding in the evening of (B)(6) 2016. The physician assessed the wound and the bleeding was stopped by cauterization. The patient was given two units of fresh frozen plasma (ffp) at the time of the event and v.a.c.ult a therapy was restarted after homeostasis was achieved. The patient received another two units of ffp and 2 units of pack red blood cells (prbcs) latter that evening. The patient has had no further bleeding events and will be going for wound closure surgery on (B)(6) 2016. The patient is doing fine. No further information is available. On may 12 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on apr 14 2016 before placement with the patient. The device was delivered to the patient on (B)(6) 2016. The device was received in kci qe on may 11 2016 for evaluation. The device again passed qc checks and met specifications after placement. The device functioned properly, maintained pressure and obtained an appropriate dressing seal. There were no alarms or operational malfunctions experienced during testing. This customer complaint could not be substantiated by kci quality engineering.